Event description:
Caller states that the customer took their normal medications at 8:00am and was feeling hypoglycemic symptoms at 11:00am. When attempting to test at this time, the device produced errors twice and the customer was subsequently unresponsive. She was treated by her daughter with juice and sugar. No medical treatment was sought. No quality controls were used. Requested return of suspect device and replacement was sent.